Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer did not experience any symptoms but was given sugar cube, sweet fruit compote, and glucose. The customer was seen in a hospital, where scan results of 53 mg/dl and 53 mg/dl on the adc device was obtained in comparison to glucose readings of 283 mg/dl and 180 mg/dl on a healthcare professional (hcp) meter. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of sensor wear was 5 days. The customer was administered with insulin by the hcp and their insulin regimen was changed to gensulin z (at night) and gensulin r (three times daily). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.